Event description:
It was reported that the device failed the user test and multiple fault codes were logged in the device memory indicating possible critical failure of device. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported multiple fault codes logged in the device memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.